Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an interventional procedure. After the clip was fired, the physician had difficulty removing the starclose device. He pulled the device out with force and hemostasis was achieved with manual compression. There was no reported pt consequence and no add'l info available.